Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: primary osteoporosis type of fracture: compression fracture type of procedure: balloon kyphoplasty levels implanted: th11 it was reported that intra-op, as the balloon inflated into an oval shape, a curette was used after the balloon was removed. Even after using the curette, the balloon did not inflate properly, but it was continued to prepare the bone cement. When the balloon was confirmed by the image at the time of checking viscosity of the cement, a shadow as if showing that the contrast medium had leaked was seen. So, the balloon was deflated and removed. It was also confirmed outside the operative field that the balloon had ruptured. It was determined that the balloon ruptured at high pressure. After washing, the surgeon continued the operation. Bone cement was filled in the cavity which was created and then wound closure was performed. The patient was not allergic to contrast media. No fragment of the ruptured balloon remained inside the patient. There were no patient complications reported as a result of this event.